Event description:
Caller reported that screen was flashing like a strobe light, and while there were no error messages, issue affected ability to interact with and read the pump screen. Customer's blood glucose levels were within normal range, with no adverse impact. Technical support arranged to replace pump and instructed customer to use multiple daily injections as a backup insulin therapy. Customer was informed about training on the new pump and steps to take upon receiving it, and acknowledged instructions for returning the problematic pump.